Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. A remstar pro c-flex+, device was returned to a third-party service center with no initial alleged complaint. During the evaluation of the device at the third-party service center, the device was visually inspected, and evidence of foam degradation/particles was found inside the blower kit. Additionally, the service technician also noted an error codes e055(err_therapy_queue_full), e053(err_comp_log_sem_timeout), e065(err_stuck_encoder_a), e062(err_stuck_ramp_key), e071(err_p_gain_stop) and found contamination from dust. The device was scrapped by the service center after the evaluation was completed.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. A remstar pro c-flex+ device was returned to a third-party service center with no initial alleged complaint. During the evaluation of the device at the third-party service center, the device was visually inspected, and evidence of foam degradation/particles was found inside the blower kit. Additionally, the service technician also noted an error codes e055(err_therapy_queue_full), e053(err_comp_log_sem_timeout), e065(err_stuck_encoder_a), e062(err_stuck_ramp_key), e071(err_p_gain_stop) and found contamination from dust. The device was scrapped by the service center after the evaluation was completed. In the previous report product brand name, report source, reason device not evaluated, health impact code was not updated correctly, which have been updated in this report. Box d, e, g, h have been updated/corrected.